Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted. Unit had minor scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer's parent reported via phone call indicating that the customer's insulin pump alarmed no delivery. The caller stated that the insulin pump had put the customer in the hospital twice in the past and they would like to have the device replaced. The caller did not provide information about the hospitalization. The caller did not mention any form of treatment for their blood glucose levels. The customer's blood glucose level was 494 mg/dl at the time of the incident. The caller declined troubleshooting the issue and instead sent the device back for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.